Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that the moisture ingress was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/05/2017 with the following findings: during investigation, there was no evidence of moisture ingress in the battery compartment. The pump cover was opened and no moisture was found. Unrelated to the original complaint, a leak test was performed and a leak was identified at a crack at the top of the right corner between the display lens and pump seal. The battery compartment was observed to be cracked from the case seal traveling to the grip pad. The original complaint of moisture ingress in the battery compartment could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.